Event description:
A patient had a renal biopsy. The doctor went to inject floseal into the biopsy area and was unable to inject it from the biopsy needle. Post scan did show a small amount of floseal in the biopsy area. Per the user facility this is a device malfunction as the device did not do what it was supposed to do (per user facility).

Manufacturer narrative:
(B)(4). Baxter medical assessment: during a renal biopsy surgeon tried to "inject" floseal, a semi viscous hemostatic matrix through a biopsy needle. User is claiming floseal malfunction, but in fact he was trying to use an inappropriate application device for floseal (floseal should be used only with dedicated application devices) the product viscosity of floseal requires a cannula inner diameter of at least 3 mm. In addition, blind application of floseal without visualization of the bleeding source is not in compliance with the recommendations of the instructions for use, and has an increased risk of intravascular product application, by forcing a highly thrombogenic agent into a narrow space. If the user error was to reoccur the device would likely cause or contribute to death or serious injury. Documented review of the IFU, with special focus on the correct application and respective contraindications, warnings, and precautions is recommended. A follow-up report will be submitted upon review of the instructions for use (IFU) with the reporting site.

Manufacturer narrative:
(B)(4). Investigation was completed by the manufacturer, baxter (B)(4). The complaint sample was not returned for evaluation. Batch review and investigation on the reported lot provided no evidence to relate the reported complaint to baxter manufacture and/or supplier process. All retain samples associated with the reported lot were visually inspected and no discrepancies or abnormalities were found. Per the complaint description, the floseal mixture was injected using a biopsy needle. This action is inconsistent with baxter's instructions for use (IFU). Label review was completed and in the IFU, under the heading "mixing the thrombin solution into the gelatin matrix", the fourth paragraph states: if desired, connect an applicator tip to the floseal matrix syringe. Floseal matrix may also be extruded directly from the syringe. The IFU does not mention or allow the use of any items not included in the floseal kit, such as a biopsy needle. A communication has been sent to the reporter advising them of appropriate application per the IFU. This is the first reported complaint of this nature for this product lot. This complaint will be kept on file for trending purposes.